Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of 50 mg/dl, 350 mg/dl and 224 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of 50 mg/dl, 350 mg/dl and 224 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.